Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). Additional information received 12/3/18. Customer advised: no patient involvement. No additional information on error code. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact on plunger head. The top case, right plunger case chipped and cracked. Functional and delivery testing was conducted. The reported event of motor rate error was not replicated during testing. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was unable to be determined. The following actions were taken updated worm gear, blue gear and changed worm coupling as a preventative measure. Additional repairs included: replace cracked top case, and right plunger case. Replaced lcd display due to broken connector. Replaced battery, worm gear, stepper motor, lead screw, and both clutches due to normal wear. Added missing cable guard. Functional and delivery tests all passed after repair.

Event description:
It was reported that the device motor was not running. No known adverse effects to patient.